Event description:
The customer contact reported that the device displayed a s136 (watchdog error-uic) whitescreen malfunction alarm code. The device was returned to the biomed dept from an unk floor with no note attached. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.